Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone catheter present. Visible urine deposits were present on the catheter surface and within the drainage lumen. Visual inspection of the catheter surface noted no obvious visible defects. Catheter balloon was attempted to be inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), however the balloon was unable to be inflated. Inflation fluid would not advance past the inflation lumen. Solution would pass through the valve and become occluded and the solution looked cloudy. Forceful pressure on the syringe only resulted in the silicone around the cap expanding, with no solution advancing through the inflation lumen to the catheter balloon. The catheter balloon was then gently cut from the catheter shaft. Significant white deposits resembling dried saline were noted under the balloon surface. The cap and valve were also removed from the inflation lumen, and the valve was completely occluded with the same white residue. Micro-scale pictures were taken of the surface under the catheter balloon to better demonstrate the white grainy residue. The inflation notch was noted to be perforated, with the catheter balloon directly centered over it. Active length of the catheter balloon was measured to be 0.7360" before the balloon was cut from the catheter and found to be within specification (0.6" - 0.9"). Catheter was verified to be 16fr, with the balloon measuring 18fr before being cut from the catheter. This difference was within the +4fr size limit. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. (B)(4). To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿

Event description:
It was reported that there was an asymmetrical shaped balloon during a pretest. The catheter was replaced. It was later reported from the investigator on (B)(4) 2018, that the balloon was unable to be inflated due to significant sediment deposits noted in the inflation valve, lumen, and underneath the balloon.